Event description:
Complainant alleged that during biomed testing device's screen turned completely red and was illegible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has received the product and will be providing a f/u report when our investigation is completed.